Manufacturer narrative:
(B)(4) d10: trabecular metal modular post cat: sagp0002 lot: 65325011 size 3 4-peg modular cemented glenoid cat: sagl2043 lot: 64938291 trabecular metal modular post cat: sagp0002 lot: 65113999 versa-dial 42x18x46 hum head cat: 113032 lot: j7089152 versa-dial/comp ti std taper cat: 118001 lot: j7157377 it is unknown which product was explanted: size 2 4-peg modular cemented glenoid cat: sagl2042 lot: 65476154 manufacturing date: may 24, 2022 sterile date: on (B)(6) 2027 UDI: (B)(4) size 3 4-peg modular cemented glenoid cat: sagl2043 lot: 64938291 manufacturing date: dec 17, 2020 sterile date: on (B)(6) 2028 UDI: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
Iit was reported that patient underwent a right revision procedure approximately one month post implantation due to instability and dislocation complicated by lesser tuberosity repair failure. The initial stem remained intact, and all other components were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. No problem was found with the reported products as the primary failure was found to be related to the lesser tuberosity repair failure captured on the linked complaint. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.